Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed when pt tried to deliver a quick bolus 1.5 weeks ago. Pt has used this infusion device for 3-4 years and boluses 3 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.